Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 444 mg/dl, 421 mg/dl, 458 mg/dl. Customer stated high blood glucose was treated with manual injection. Customer stated blood glucose level came to 227 mg/dl, 107 mg/dl. Customer's current blood glucose was 484 mg/dl. The customer did experienced the symptoms due to high blood glucose. Customer's blood glucose was treated with using insulin pump, insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not used at the time of event. Based on customer report customer does allege pump was under delivering due to high blood glucose continued after changing infusion sets. The insulin pump will be and reservoir will not be returned for analysis.